Event description:
It was reported that this right atrial (ra) lead intrinsic amplitude out of range dropped. Technical services discussed out of range limit and have the patient perform patient initiated interrogation (pii). This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).